Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specification. Additionally, the transmitter stt-gl-003/62x6r, was returned. The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of permanent loss "y" could not be confirmed